Event description:
The pt (B)(6) received an scs system which including an ipg on (B)(6) 2010. It was reported that the pt is experiencing pain at the ipg site when recharging the ipg. A decision regarding the next course of action in this matter, has not been reached.

Manufacturer narrative:
The lot number of the pt's ipg was not provided. As such, the mfg and exp dates are unk. Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.